Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for investigation. Our investigation is based on a photograph of the complaint circuit provided by the customer. Result: visual inspection of the provided photograph revealed that the collar on the connector at the patient end of the expiratory limb was cracked. Conclusion:our investigations determined that the collar was cracked due to the connector coming into contact with cleaning chemicals, resulting in environmental stress cracking. As a result of this issue a new material was sought for the collar that would be more resistant to chemical attack. Once a suitable material was found, and following extensive testing validation and verification, the new material was implemented in production. This change took place on (B)(6) 2016. We have not received any reports of collars cracking for product manufactured since the collar material was changed. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuits became damaged after the product was released for distribution. Our user instructions that accompany the rt266 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that the rt266 infant dual-heated evaqua2 breathing circuits were broken while in patient use.. No patient consequence was reported.